Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump display was pixelated. The customer¿s blood glucose level was unknown. Customer stated that any other time the display was not clear. The customer stated only a few pixels show when viewing the menu. The insulin pump will be returned for analysis.